Manufacturer narrative:
Follow-up #1: date of submission 08/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2016 with the following findings: a review of the pump histories did not find any alarms or activities related to the complaint. A review of the pump settings confirmed that the insulin to carbohydrate ratio (I:c) was set to 1 unit:18grams. Using the patient¿s settings, an ezcarb bolus was performed for 180 grams of carbohydrates at target blood glucose, and the pump correctly calculated a 10 unit bolus. A review of the pump settings confirmed the insulin sensitivity factor was set to 150mg/dl. Using the patient¿s settings, an ezbg bolus was performed for 150mg/dl above target blood glucose, and the pump correctly calculated a 1 unit bolus. The insulin on board calculation feature was found to be functioning correctly during investigation. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an unspecified issue with the pump¿s bolus calculation feature. The reporter noted that the patient¿s healthcare provider insisted the pump be replaced. No further details were provided. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported based on the allegation that the pump¿s bolus calculation feature was not functioning as expected.